Manufacturer narrative:
(B)(6) medical ag case number is: (B)(4)

Event description:
The following was reported to (B)(6) medical ag: flow sensor calibration failed, tightness failed all calibration failed no patient involvement